Event description:
It was reported that this implantable pacemaker alerted for safety mode. Technical services (ts) was consulted and provided information on safety mode and recommended the device be replaced. At this time, the pacemaker remains in-service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced with a non-boston scientific product. The device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker alerted for safety mode. Technical services (ts) was consulted and provided information on safety mode and recommended the device be replaced. At this time, the pacemaker remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker alerted for safety mode. Technical services (ts) was consulted and provided information on safety mode and recommended the device be replaced. At this time, the pacemaker remains in-service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced with a non-boston scientific product. The device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. Received additional information the product is not expected to be returned for analysis. If the product is returned, analysis will be performed.